Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that two days post implant of the right atrial (ra) lead the patient presented to the emergency room. On x-ray it was determined that the lead had dislodged and was causing diaphragmatic stimulation. It was noted that the lead was implanted on the right side and tunneled to the device on the left. The lead was removed and another lead was attempted, however there was placement difficulty and after deploying the helix several times there was difficulty advancing a stylet down the lead, so the lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.